Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise over sensing. The atrial lead will continue to be monitored remotely. The patient was stable throughout.